Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh as implanted due to cystocele and uterine prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary problems and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair with mayo-mccall culdoplasty, anterior colporrhaphy, posterior colpoperineorrhaphy, cystoscopy with cystotomy and suprapubic tube placement.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.